Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.   A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the returned device identified a deformation, fold crease, calcification in the surface of the shell, wear abrasion, and weight to the specification. Clouds were observed in the gel after the autoclave disinfection process. Based on the device analysis, the final assessment is no issues related with the manufacturing process. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reasons for reoperation: rupture and "change in the shape and feel."

Event description:
Healthcare professional reported a right side rupture and "change in the shape and feel." Healthcare professional additionally reported wrinkling; this event is not related to the device. Device has been explanted.